Event description:
An endurant cuff and valiant captivia stent graft system were implanted in a patient for the endovascular treatment of a 7 cm diameter abdominal aortic aneurysm. The devices were implanted from the distal thoracic aorta, across the visceral vessels, and distally down into the aaa. It was reported that the patient presented with a distal type I endoleak due to a proximal migration of the endurant stent graft. It was reported that during the procedure, the 24fr valiant delivery system would not pass through the valve of the sentrant sheath. The delivery system was inserted just beyond the tip when it became difficult. There was no injury to the patient. The product worked properly otherwise. The device was inserted without a sheath and the stent graft was successfully implanted with no injury to the patient. A valiant 36x36x100 was placed in the distal aorta resolving the endoleak. The cause of the endoleak was minimal seal zone. No additional clinical sequelae were reported and the patient is fine. Pre-implant films of the abdominal aortic region show a 7cm maximum diameter aaa. The proximal neck is aneurysmal (to 4.5cm maximum diameter) and the suprarenal aorta is also dilated. The iliac arteries are moderately calcified and moderately tortuosity bilaterally. There are no images of the thoracic aortic region. CT's from 5 days prior to the reported valiant/sentrant insertion difficulty event were reviewed. Multiple stent grafts (possibly talent thoracic or valiants) were seen previously placed from the lower portion of the descending thoracic, across the visceral vessels, and extending distally down into the lower portion of the aaa sac (proximal to the aortic bifurcation). The stent graft diameter within the aaa measures 37x38mm. Contrast is seen filling the aaa indicating a likely distal type I endoleak. The maximum aaa measures approximately 7.5cm. The renal arteries and visceral vessels have been bypassed via the right iliac artery. The thoracic aorta diameter measures to a maximum of 4.5cm just below the arch. Images during and post-valiant implant for treatment of the reported thoracic aneurysm were not provided. Any possible relationship between the reported insertion difficulties with the sentrant sheath and the pre-implant anatomy could not be concluded. It is unknown if the patient's pre-existing right common iliac bypass may have contributed.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results: inherent risk of procedure (endoleak, migration). Patient¿s condition affected effectiveness of device (dilated aorta, short seal zone). Evaluation conclusion: inherent risk of a procedure (endoleak). Device failure related to patient condition (dilated aorta, short seal zone).